Event description:
It was reported that the patient¿s device on the right ruptured and the liquid that was in it was coming out. It felt different than the one in the left and it was flat. It was causing her buttock to hurt, she had pain going down her leg, and her foot was swelling. She fell all the time and she fell last week on her buttock. The symptoms started the day before yesterday. It was noted that the physician was closed and she was going to go to the hospital because she was in so much pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID: 3998, lot# va08wwf, implanted: (B)(6) 2013, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3888-33, lot# va03vn6, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# va0268m, implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).